Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 400 mg/dl. The customer was reported that the insulin pump alarmed critical pump error alarm. The reservoir was leaked past 2nd o- ring and out of bottom of reservoir and there was insulin in the reservoir compartment. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.